Manufacturer narrative:
(B)(6).

Event description:
It was reported that during bankart procedure, one bioraptor knotless anchor was found damaged while performing the surgery. An additional hole was made to complete the procedure. No significant delay and a back up was available to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: one 72202403 bioraptor knotless suture anchor device intended for treatment, was not returned for evaluation. Due to product and lot number unavailability, investigation, evaluation and conclusions were limited. Factors that may affect device performance include: device ability, surgical ability, implant location, tissue condition and surgical site preparation according to instructions for use. Instructions for use confirms instructions, precautionary statements and recommendations for proper use of product. Per instructions for use: ¿breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith and nephew drill prior to implantation. Warning: to prepare the insertion site, only use the appropriate smith and nephew drill guides and drill bits intended for use with the bioraptor knotless suture anchor to ensure that the implant is properly aligned. Caution: ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site. Use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ a three year complaint history review for the lot number reported, indicated similar allegations. Lot review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. No additional actions required at this time.

Manufacturer narrative:
]One bioraptor knotless suture anchor device used for treatment, was returned for evaluation. No suture was returned. The outer anchor body was returned. The inner rotational grub portion was not returned. The anchor body was stripped inside from continued rotations. The proximal barbs were flared and distorted. This is aligned with loss of axial alignment. The torque limiter had audible click present with rotations. The inner rotational rod was undamaged. It advanced and retracted as expected. Per instructions for use: ¿it is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. The torque limiter, located at the proximal end of the insertion device handle, is preset and should not be turned until the anchor has been fully seated and proper tension has been applied to the suture. Prior to removing the inserter, rotate the torque limiter knob counterclockwise one quarter turn, until a click is heard. This will help ease the release of the inserter from the anchor. To prepare the insertion site, only use the appropriate smith and nephew drill guides and drill bits intended for use with the bioraptor knotless suture anchor to ensure that the implant is properly aligned. Breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith and nephew drill prior to implantation.¿ a spade drill bit is recommended for the reported procedure. Complaint history review indicated a similar allegation for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. No further investigation is warranted at this time.